Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system flash aspiration catheter (flash catheter) and an element vascular access sheath (element sheath). It should be noted that the right heart anatomy was very dilated and obtaining access was difficult. During the procedure, when the physician initially crossed the heart with a non-penumbra catheter and guidewire, a decrease in blood pressure and arrhythmia was observed. This prompted immediate withdrawal of the wire and catheter. The patient was stabilized, and access was successfully re-established. The procedure was continued using the element sheath and flash catheter without any reported issues. At the end of the procedure, there was no indication of an injury. However, the following morning a post-operative spontaneous echocardiographic contrast (soc) echocardiogram revealed a right-sided tricuspid valve injury with significant regurgitation, which was not present on the baseline soc echocardiogram. The patient remains stable and there is no current plan for intervention. Right tricuspid valve injury was reported to be a serious adverse event with a possible relationship to the indigo aspiration system (flash catheter) and a probable relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.